Event description:
Baxter reports "crack on clamp surface" of transfer set. Per affiliate, "crack found in 14 days later of use, and pt continued to use, but the crack became severe more and more. Pt had to changed a new one (i.e. 20 days later of use)." No pt injury or medical intervention reported by affiliate.